Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case the screw could not be identified, therefore no recommended torque value could be given. Complaint indicates the screw fractured into the implant. The alleged event was non-verifiable with the information provided. A root cause for the complaint could not be determined.

Manufacturer narrative:
Device has not yet been returned to manufacture.

Event description:
It was reported that unknown screw fractured in the patients mouth. They did not have the screw information but the impression coping was a imit33. They mentioned that the part of the screw is still stuck in the implant.